Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Neurological deficits including stroke are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported right posterior limbic stroke was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01315, 3005168196-2015-01316, 3005168196-2015-01317, 3005168196-2015-01319, 3005168196-2015-01320, 3005168196-2015-01321. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization in the right posterior internal carotid artery (ica) using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, the physician deployed and detached six pc400 coils into the aneurysm with no immediate complications using the px slim. The following day, the patient experienced a severe right posterior limbic stroke. The event remained unresolved and no actions were taken. The reported right posterior limbic stroke was adjudicated to have an uncertain relationship to the pc400 coils and a possible relationship to the px slim, angiographic procedure and the aneurysm state.